Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the when attempting to demonstrate tones on the implantable cardioverter defibrillator (ICD), in the event that elective replacement indicator (eri) is triggered, no sound was emitted using high or low tones. The device remains in use and the patient's follow up was increased. No patient complications have been reported as a result of this event.